Manufacturer narrative:
H6: added 1503. On august 10, 2021, a log history review was performed. It was indicated that the pump battery was depleting quickly resulting in pump shutdown. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutdown. Customer¿s blood glucose level was 250 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
Code added 1503.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.